Event description:
During a procedure to stent a biliary duct, during removal of the introducer system, the distal tip of the device separated. After removal of the system, under fluoroscopy, the presence of the radiopaque band was observed. The delivery system was inspected, and it was determined that the distal portion of the device remained in the pt. An attempted retrieval of the segment was successful utilizing a snare wire. No complications to the pt resulted.